Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: investigation ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: UDI related data quality updates only. Field d4 was updated with full UDI information.

Event description:
The following was reported to hamilton medical ag: tf 231008 o2 valve leak using hpo.

Manufacturer narrative:
Investigation ongoing hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h5, h11. Follow-up 2 - additional information: the entry fields b4, g6, h2, h3, h6 and h11 have been updated. The 231008 error messages occurred during ventilation of a patient. Patient was moved to another device. No harm reported. The event did not cause or contribute to a death or serious injury to a patient. The log files confirmed that technical event (te) 231008 was logged. Ventilation continued. The root cause of the event was determined to be a defective o2 mixer assembly after replacing the o2 mixer assembly, the device was released back into use.

Event description:
The following was reported to hamilton medical ag: tf 231008 o2 valve leak using hpo.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: root cause: investigation ongoing.

Event description:
The following was reported to hamilton medical ag: tf 231008 o2 valve leak using hpo.